Event description:
The pt called a nurse by pushing a nurse-calling button at 9:35 in 2005. The nurse noticed the ventilator was not operated. Inmediately she used a hand powered resuscitator and changed to other ventilator. The pt temporarily lost consciousness with slight cyanosis, but forunatly came to at around 13:00.